Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received and placed unit under microscope and found physical damage to cow catcher (connector platform skewed or misaligned), and physical damage to the connector pins. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of communication anomaly, and unexpected alert/alarm could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and transmitter. Also, the customer reported the change sensor. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, and mmt-7040b. Troubleshooting was performed, and the customer confirmed that the transmitter serial number was programmed in the manage devices screen. Pump was in the process of making multiple attempts to re-establish communication with the transmitter. Led light blinked, and the rf icon turned green when the transmitter and the sensor connected, but the message did not appear. No harm requiring medical intervention was reported. No product return is required for mmt-1884 and mmt-7040b. Mmt-7841zn was requested, and the customer's response was that the device was returned for analysis.